Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump became unresponsive to touch, preventing swipe-to-unlock and any on-screen selections after the user struck the device against a sink; firmware was confirmed up to date and a replacement was arranged. Symptoms included device inoperability with inability to navigate menus or deliver therapy reliably. Outcomes included the need to discontinue use of the affected pump, implement backup therapy, continue cgm via the dexcom app or receiver, and proceed through startup on the replacement since data do not transfer. Investigation included remote troubleshooting and replacement logistics. Investigation of this device revealed a screen or user-interface failure consistent with physical impact damage to the pump, resulting in an unresponsive touchscreen and loss of normal operation. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from impact leading to device malfunction.